Event description:
The customer reported that the system gave a countdown and then went dark. Now it won't turn back on. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cord assembly and cable from power cord circuit braker to line filter were replaced. The system was then found to be operating as intended.